Manufacturer narrative:
During quality testing, the customer's complaint was not duplicated; the device did not overheat during testing. However, further investigation identified a broken balance rotor as the possible cause of the failure. The bearing stop was replaced along with other parts and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a wisdom tooth extraction. No adverse event was associated with the device.